Event description:
The plaintiff's attorney alleged the plaintiff experienced a cerebrovascular event on ni/ni/ni after use of the product.

Manufacturer narrative:
This medwatch report is associated with MDR # 1225714-2013-00446.